Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system, model #: fg-5400-00m, serial #: (B)(4). Stockert 70 system, model #: 39d-76x, serial #: (B)(4). Cool flow pump, model #: m-5491-01, serial #: (B)(4). Navstar tc catheter, model #: d134503, serial #: unk. Fixed quad catheter, model #: f6ql010st, serial #: unk. Deflectable quad catheter, model #: d6dr005rt, serial #: unk. (B)(4).

Event description:
During an atrial fibrillation (afib) procedure, it was reported the patient developed a pericardial effusion which progressed to cardiac tamponade and then the patient coded. The patient was taken to the operation room to repair the perforation in the right atrium. The patient was stabilized and transferred to the coronary care unit for observation.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. Since no lot number was provided, no device history record review could be performed. Ref: (B)(4).